Event description:
Customer reported issues with the insulin pump. Cutomer states that the needle hub is stuck in the serter and the serter is not relaxed. The blood glucose reading is 100 mg/dl. Nothing further reorted.

Manufacturer narrative:
.